Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent an unspecified spinal surgery. Post-op, on an unknown date, a titanium rod placed inside the patient's body was found broken in an x-ray examination. Patient complications were reported unknown.